Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had their stimulator removed after 5 weeks. They woke up from surgery in horrendous pain and even now their pain was horrible where the paddle was and it came all the way around to their ribs. They could no longer function. The scar tissue where the battery was hit a nerve when they move. They had to beg their doctor to take it out. The patient knew something was wrong as soon as they woke up in so much pain. The patient stated they were in 100 times more pain.